Manufacturer narrative:
Failure analysis revealed that the insulin pump was not able to perform a basic occlusion, occlusion, prime, and excessive. No delivery alarm test as a result of a loose drive support disk. However, the displacement test was performed and passed.

Event description:
The customer reported that insulin was squirting out of tubing while priming the infusion set. Troubleshooting was performed. The customer stated that the motor did not slow down, and the numbers were not ramping on the insulin pump. Advised the customer that a replacement of the insulin pump will be sent, and to revert to back up plan. Days later, the customer called back and he was experiencing low blood glucose of 43 mg/dl. Reviewed the prime technique and found that the customer was connected during manual prime. The customer's most recent glucose reading was 307 mg/dl, and she has treated with food. No further info was provided.